Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that far field r-wave oversensing and inappropriate mode switching was observed on the device. The device was reprogrammed, but did not resolve the event. Abbott technical support recommended additional reprogramming, but this has not been performed. The patient was in stable condition and will continue to be monitored.